Manufacturer narrative:
Concomitant medical product: model 3186, scs ipg. Therapy date unknown. Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report number: 3006705815-2019-01195. It was reported that one of the lead displayed high impedance. Patient underwent surgical intervention where in the lead was explanted and replaced. Effective therapy restored post operatively. All impedances were normal post op. It is unknown which lead is liable so both leads are reported.

Event description:
Reference MFR report number: 3006705815-2019-01195.